Event description:
During routine testing of the unit, the user discovered that it would sometimes display "defib comm error" and the defibrillator would not function. There was no pt involved. Tests on the device disclosed an intermittent solder joint on assembly. The event is not occurring more frequently or with greater severity than is usual for the device.